Event description:
It was reported that during unpacking for a percutaneous interventional treatment procedure, stent damage occurred. A 3x28mm promus element drug eluting stent had been selected to treat an unspecified lesion. While unpacking the device, the stent struts appeared deformed. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during unpacking for a percutaneous interventional treatment procedure, stent damage occurred. A 3x28mm promus element drug eluting stent had been selected to treat an unspecified lesion. While unpacking the device, the stent struts appeared deformed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on row one at the distal end of the stent were raised and the stent strut has been stretched over the distal marker band. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occured prior to patient contact. (B)(4).